Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. One photo was received. Upon visual inspection of the photo, the following was observed: the photo shows a device from anvil area with reload loaded and knife slot can be seen damaged. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please explain how the stapler ¿misfired¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut the tissue? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete? Were the jaws of the device locked closed on tissue? If yes, how was the device removed from the patient? Did the jaws eventually open? If another issue occurred, please provide details.

Event description:
It was reported that during a prostatectomy, the stapler misfired. This occurred while attempting to staple on the dvc vessel with a gray reload. Case completed with another device of the same product code. There were no patient consequences reported.